Event description:
It was reported that bd smart side extension set was disconnecting. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the connector piece with the leur lock completely disconnected from the tubing

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed a supplemental report will be filed .

Manufacturer narrative:
One sample model 20027e lot 24119313 was returned for investigation. The set was examined for defects and abnormalities. The male luer was separated from the tubing. No other defects or abnormalities were observed. Visual inspection from the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and male luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated on july 10, 2025, to communicate the customer complaint and reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.